Event description:
Patient was revised due to poly wear.

Manufacturer narrative:
Examination was not possible, as the device was not returned. Review of the device history records was also not possible as the product and lot code was unavailable. Although unavailable for evaluation, it would not be unreasonable to expect some degree of poly material wear after approximately 16 years of implantation. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.